Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from the patient's left eye due to the patient experiencing glare. A different lens was implanted as the replacement. There were no unplanned surgical interventions such as vitrectomy, incision enlargement or sutures required. The patient outcome reported to be good. No further information was provided.

Manufacturer narrative:
Section a5: ethnicity: unknown/asked but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.